Event description:
(B)(4). I have suffered from extreme fatigue , weight gain, severe stomach bloating, debilitating back and pelvic pain which I was advised would subside in a few days here it is 6 years later and I am still suffering back and pelvic pain and no one can help with, I also suffer with brain fog , ringing in ears (pulsatile tinnitus) depression vitamin d deficiency, vitamin b-12 deficiency, fibromyalgia, chronic fatigue syndrome, unexplained bruising, amenorrhea, hair loss, and a metallic taste in mouth.